Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported separation was confirmed. The reported difficult to remove the protective sheath was not tested/confirmed due to the protective sheath not being returned. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that before use, while removing the stylet and protective sheath of a 3.25x15 mm nc trek dilatation catheter, resistance was felt and the distal end of the shaft and tip separated from the catheter. The device was not used and there was no patient involvement. A new same size nc trek dilatation catheter was used successfully for the procedure. There was no clinically significant delay in therapy. No additional information was provided.